Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. "Service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.